Event description:
It was reported at office visit one week prior, thresholds had been 1.5v @0.4ms and now the thresholds are 3.75v @0.4ms. Ventricular lead is reported to be causing diaphragmatic stimulation. Able to avoid the stimulation by programming a lower output. No lead revision done yet. Situation being monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.